Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tulip head on a pedicle screw fractured during rod reduction during surgery. It was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
The returned screw was evaluated. There is damage on the internal threads of the tulip and the tulip head is splayed with a fracture crack along one side of the tulip head as reported. The cause is likely attributed to unintended error related to either insufficiently engaging the rod in the screw seat prior to threading the plug or not using instrumentation as intended. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tulip head on a pedicle screw fractured during rod reduction during surgery. It was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.